Event description:
The company was informed that the pt presented with meningeal cloudiness and diagnostic proof of meningitis. Advanced bionics is in the process of gathering further information. Once additional information is received, a supplemental report will be submitted.